Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had presented with symptoms of dizziness and lightheaded. Patient was brought in for testing and found noise on the right ventricular (rv) pace/sense lead resulted in oversensing and pacing inhibition. The patient experienced asystole from the inhibition. In addition, testing found low amplitude and a slight increase in pacing threshold measurements. The right ventricular (rv) lead was a non boston scientific lead and was extracted. This patient had a competitor pace/sense lead that was then reactivated. There were no additional adverse patient effects reported.

Event description:
Additional information was received that this ICD was later electively explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.